Manufacturer narrative:
The insulin pump was received with unresponsive escape, act and up buttons due to corroded keypad traces. No button error alarm noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was 8.6 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
The insulin pump was received with unresponsive escape, act and up buttons due to corroded keypad traces. No button error alarm noted. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.